Event description:
The home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the drain cycle of their automated peritoneal dialysis therapy. The home patient reported that they disconnected their transfer set from the patient line of the homechoice set, using aseptic technique, in a dwell cycle. The homechoice machine started into the drain cycle before they had reconnected self to the homechoice set. Stop was not pressed on the homechoice machine when disconnecting in the dwell cycle, per the home patient. The home patient reports reconnecting self to the homechoice set after receiving the system error alarm and cycled the power on and off in an attempt to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was associated with this incident, per the home patient.